Event description:
It was reported that the patient fainted and was taken to the hospital where low impedance values were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.